Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager door was auto locked. A field service engineer recrimped latch harness to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es remote manager system door was auto locked. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a slight delay in dispensing workflow. There were no adverse events or injuries reported based on this event.